Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: the black box data from the time of the complaint was overwritten due to continued pump use. A review of the current data did not find any evidence of loss of primes. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging that the pump was not able to be primed. No further information was provided. Animas customer support made several attempts to contact the reporter in follow up for more information but was not successful. No further information is available. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.